Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patients ipg could no longer communicate after an unrelated surgery. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
A patients ipg could no longer communicate after an unrelated surgery was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.